Event description:
Pt had infant peritoneal dialysis catheter placed (B)(6) 2011. Hole was detected in external portion of catheter approximately 4 months later. Pt had peritonitis. A section of tubing was cut off and adapter re-sterilized and re-used. Approximately 7 months later, another hole was detected in the external portion of the tubing, and pt had peritonitis caused by a different organism. External tubing was repaired temporarily until catheter could be removed and replaced.